Event description:
It is reported that the patient was revised due pain.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the component were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: codes: the device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.